Event description:
The da vinci laparoscopic camera would not connect to the robotic console. System was shut down for restart, and patient console froze. Intuitive representative and customer service contacted, and a hard restart of the system was initiated. System worked properly after restart and surgery continued.